Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the sag head and a corroded and gritty rotor. Also, the sales rep confirmed the account does not follow correct cleaning, maintenance, and sterilization recommendations, so there is not adequate dry time to allow for vaporization of the residual cleaning solution. The sales rep plans to visit the facility spd to show them how properly clean the equipment. The sag head, rotor, and press plug which were each replaced along with other components. Service repaired and returned the device to customer.

Event description:
It was reported that the saw began leaking a black, thin lubricant during a podiatry procedure. There was no pt injury or any complications due to this event. There were no adverse consequences reported as a result of this event.